Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the patient experienced skin overgrowth at the abutment site. Revision surgery took place on (B)(6) 2016. On (B)(6) 2016 the patient was treated with a topical antibiotic and a topical steroid due to skin overgrowth. The implanted device remains.